Event description:
It was reported that a physician's (B)(6) handheld device would not hold a charge. A company representative went to the physician's office and verified that the handheld device would not hold a charge. There was no indication of any user mishandling. A replacement handheld device has been sent to the physician. (B)(4) attempts to obtain the (B)(6) handheld have been unsuccessful to date.